Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified flat creases and delamination of valve. A leak test was performed and found delamination of valve. A microscopic analysis identified partial delamination of diapherm flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is delamination of diapherm flange disk assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.